Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced intervertebral disc degeneration ("degenerative disc disease"), spinal stenosis ("spinal stenosis ") and intervertebral disc protrusion ("herniated disc"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, intervertebral disc degeneration, spinal stenosis and intervertebral disc protrusion outcome was unknown. The reporter considered intervertebral disc degeneration, intervertebral disc protrusion, medical device removal and spinal stenosis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: intervertebral disc degeneration, intervertebral disc protrusion, medical device removal and spinal stenosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: addition of ptc results including addition of FDA code. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced intervertebral disc degeneration ("degenerative disc disease"), spinal stenosis ("spinal stenosis") and intervertebral disc protrusion ("herniated disc"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, intervertebral disc degeneration, spinal stenosis and intervertebral disc protrusion outcome was unknown. The reporter considered intervertebral disc degeneration, intervertebral disc protrusion, medical device removal and spinal stenosis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: intervertebral disc degeneration, intervertebral disc protrusion, medical device removal and spinal stenosis. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.